Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited unstable pace impedance, consistently out-of-range (greater than 2000 ohms) and frequently saturated (greater than 3000 ohms) during the past year. It was noted the abrupt ra lead impedance increase was known, and the device had been programmed to vvir since 2021. Nonetheless, ra lead troubleshooting and x-ray imaging was recommended. From the discussion between the local area field personnel and ts, it was pointed out the doctor prefers to keep the patient under vigilance via the latitude remote patient monitoring system, considering the patient's complicated clinical and anatomic condition. No adverse patient effects were reported. This ra lead remains in service.